Manufacturer narrative:
As reported, by the legal brief, the plaintiff underwent placement of an optease vena cava filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, migration the filter, fracture, two failed retrieval attempts, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported filter fracture, migration and retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2004; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the reported filter fracture and migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported, by the legal brief, the plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, migration the filter, fracture, two failed retrieval attempts, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient had been involved in a motor vehicle accident and had multiple fractures. The patient was contraindicated to anticoagulation and was high risk for pulmonary embolism (pe). During the implantation procedure, the inferior vena cava (ivc) diameter was measured to be 18.9mm. The filter was deployed in the infra-renal vena cava with no immediate complications. According to the patient profile form (ppf), the patient reports that the filter perforated the ivc and was embedded. The first unsuccessful filter removal attempt occurred eleven years and five months post implantation and the second attempt occurred a month and sixteen days after that. The fractured struts from the filter are reported to be retained in the ivc and the lung. The patient also reports to be suffering from anxiety. Corrected data: initial reporter name and address. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device's expiration date is november 2005. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had been involved in a motor vehicle accident and had multiple fractures. The patient was contraindicated to anticoagulation and was high risk for pulmonary embolism (pe). During the implantation procedure, the inferior vena cava (ivc) diameter was measured to be 18.9mm. The filter was deployed in the infra-renal vena cava with no immediate complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration the filter, fracture, two failed retrieval attempts, and the filter being unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the patient profile form (ppf), the patient reports that the filter perforated the ivc and was embedded. The first unsuccessful filter removal attempt occurred eleven years and five months post implantation and the second attempt occurred a month and sixteen days after that. The fractured struts from the filter are reported to be retained in the ivc and the lung. The patient also reports to be suffering from anxiety. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot r1102981 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.